Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's device had an unknown alarm. There was a quick beep (lower than the tone of a self-test) and the controller's screen turned "scrambled" and unreadable, but the issue could not be replicated when the patient came to the hospital. Log file review showed multiple pi events which overwrote other data so no other alarms were observed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm and the screen being unreadable was not confirmed. The system controller, serial number (B)(6), was not returned for analysis. The submitted log files contained data spanning approximately two hours (05feb2021 05:29 - 07:45 per the timestamp). There were no notable alarms active in the log file. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: hsc-061617) was manufactured in accordance with manufacturing and qa specifications. Hsc-061617 was shipped to the customer on 30apr2018. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿, explain all audible and visual alarms, and the actions to take when a battery charger alarm occurs. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) both caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.